Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7175019, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patients lead had migrated after a fall. After program optimization, coverage was recaptured and patient was doing well.